Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported a flow sensor malfunction where the diaphragm was stuck open. There was no report of patient injury.

Manufacturer narrative:
Additional information was received that there was no stuck open flow diaphragm. The flow sensor was replaced to resolve the issue.